Event description:
The user facility reported they were unable to backload a catheter onto the wire. When trying to backload the catheter on to the wire, the hydrophilic material at the back of the wire would bunch up and prevent the catheter from being advanced. The wire was removed and a new glidewire was inserted. The case was completed with no further issues. No blood loss. There was no patient injury and/or require medical or surgical intervention. No blood loss was reported. Additional information was received on 09jan2025: the procedure performed was an aortagram with runoff of lower leg. There was no impact to the patient from the hydrophilic material bunching up. The wire was exposed when the hydrophilic material bunched up.